Event description:
The physician reported that during a follow-up visit on (B)(6) 2013, noise that led to inappropriate therapies was reproduced. A reintervention was performed on (B)(6) 2013 and psa measurements confirmed a lead issue. The subject lead was explanted.

Manufacturer narrative:
(B)(4) 2014: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.